Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent system products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (06/2021).

Event description:
It was reported that post a stent placement procedure through the iliac artery dissection, arterial occlusion in the lower extremity and after withdrawal of the device, the tip was allegedly found to be missing. The detached tip was not found. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent system products is identified in d2 and g5. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the system was actively used for deployment and that the tip detached after deployment. The tip was not available for evaluation and the remaining location of the tip is unknown. Based on the condition of the sample no indication could be found that a manufacturing related issue may have caused the problem experienced by the customer. The returned sample matched the condition of the sample on the provided image. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 expiry date (06/2021), g4 h11: d10, h3, h6(device, method, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stent placement procedure through the iliac artery dissection, arterial occlusion in the lower extremity and after withdrawal of the device, the system tip was allegedly found to be missing. The detached tip was not found. The current status of the patient was unknown.